Manufacturer narrative:
Initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were leaking from the infusion port. The leaks were discovered during setup and preparation. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured between august 23, 2021 - august 24, 2021. H10: two (2) actual devices were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Function testing was performed and a leak was observed at the spike port bonding area for both samples. The reported condition was verified. The cause of the condition could not be determined, however the most likely cause was due to inadequate or lack of cyclohexanone applied to the spike port cap tube when it was inserted to the spike port during the manufacturing process causing an incorrect bonding. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.